Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient experienced an epidural tear. The physician administered a blood patch and the patient has since recovered.